Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. An unspecified xience alpine stent was used. There was difficulty inserting the stent delivery system through a non-abbott guide extension catheter. Then, when the device was being removed from the proximal part of the guide extension catheter, the stent dislodged from the balloon at the weld point of the guide extension catheter which was outside the anatomy, and landed on the table. The guide extension catheter was replaced with an unspecified device and another unspecified xience stent was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.